Event description:
It was reported that the customer passed away. The cause of death was not yet known. It was stated that the customer's blood glucose levels were fluctuating prior to her death. It was stated that the customer was wearing the insulin pump at the time of her death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.